Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: correction.

Event description:
Data was provided for investigation but does not reflect the alleged device. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
B5 - (manufacturer's narrative) reportable cmpls only it was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. *when applicable include off-label/misuse statement after issue statement.

Manufacturer narrative:
(B)(4).